Event description:
It was observed, during the device inspection. That the videoscope exhibited no image, due to a damaged charged coupled device unit. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation, where the reported event was identified. Based on the results of the investigation, it is likely, that the following led to the malfunction: the universal cord had a leakage, during user handling and water invaded the device. The water invasion caused an abnormality in electrical components, leading to the event. A device history review revealed, no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): inspection of the endoscopic image. Olympus will continue to monitor the field performance of this device.